Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemodynamic instability could not be determined due to insufficient clinical information. And the cause of the reported purge pressure high issue was not established as no product or logs were returned for analysis and limited information was provided. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a male patient. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: ascending aorta repair. It was reported that there was high purge pressure during the procedure. A few hours after impella insertion, the patient expired on support. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. It was noted that the patient expired in the procedure room. There was insufficient information provided on the patient's clinical presentation. The impella is conservatively being reported for death since there is not enough information to conclude whether the impella caused or contributed to the patient's death.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.